Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after its implant. A surgical revision was performed wherein the physician was unable to reposition the lead due to the pull generated by the inferior vena cava. The rv lead was extracted and replaced with an alternate. No adverse patient effects were reported.